Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned, analyzed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, and pulling/stretching/overstress. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress. There was blood on the distal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the overlay tubing of the lead was extrinsically breached due to a tear and was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that after a ventricular tachycardia (vt) ablation thresholds began to rise on the right ventricular (rv) lead and the lead was not sensing properly. The lead was removed and replaced. No patient complications have been reported as a result of this event.